Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The battery, (B)(4),  was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller, (B)(4), in use during the event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any anomalies involving (B)(4) during the reported event date. The reported event could not be confirmed; the battery was not involved in power switching events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was experiencing power switching with one battery. There were no effects on the patient. The battery was stated to have been exchanged. No additional information available.